Manufacturer narrative:
Visual examination of the device returned revealed the stent was fully mounted however the distal stent loops were partially deployed. The stent was able to be deployed despite a slight initial restriction of the suture thread. No problem was found with the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted, no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
Note: this medwatch report is being submitted as a result of returned device evaluation. In 2007, it was reported to boston scientific corporation that during the placement of an ultraflex stent system, the "stent would not deploy". The physician removed the stent and it is unknown how the procedure was completed. The patient's condition was reported as "ok".